Event description:
It was reported that patient's right knee was revised due to aseptic loosening. Rep reported that x-rays, medical records, and further information beyond that which he provided are not available due to hospital policy.

Manufacturer narrative:
An event regarding loosening of the patients knee involving a mrh insert was reported. A full investigation was completed for the tibial component (reference pr 1838777) both stems (reference prs 1838778 and pr 1838779) and the mrh augment (reference pr 1838781) within this pi. Based on the information provided and the clinician review provided there is no indication or allegation that the product reported in this investigation contributed to the event and is therefore considered concomitant. It is noted that in order to remove the tibial construct, the knee joint bearing components need to be disassembled and it is good surgical practice that all bearing components are revised as a precautionary measure. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient's right knee was revised due to aseptic loosening. Rep reported that x-rays, medical records, and further information beyond that which he provided are not available due to hospital policy.